Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate the reported issue, an accuracy test and a functional test was performed. The customer's reported problem was not duplicated. The flow rate accuracy was within the specifications. Possible effects are related to the disposable circuitry connected to the pump. No further actions taken.

Event description:
On 06/26/2021 MDR=yes. Ambulatory infusion pumps/cadd legacy plus pumps - 6500. Report of discrepancies of greater then six percent of under infusion of pump. Malfunction may cause or contribute to death or serious injury. No patient death or serious injury. The hazardous situation for the given complaint device would likely cause or contribute to a death or serious injury if the malfunction were to recur. Jm.